Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had attempted to deliver a correction bolus; however, the pump calculated 0 units. During troubleshooting, tandem customer technical support clarified that the bolus was not delivered because the customer had insulin-on-board that prevented insulin stacking. The customer's blood glucose level was 274 mg/dl, but the customer declined any further troubleshooting.